Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by olympus, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep. 26, 2024. Sampling from: distal end. Colony forming unit (cfu): absent. Bacterial identification: n/a. Sampling date: sep. 26, 2024. Sampling from: all channels. Cfu: <1 cfu/ml. Bacterial identification: n/a. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The issue was found while performing a cleaning test on the device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation.the customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.